Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that t-wave oversensing was observed. Programming changes were made and the device remains implanted. No adverse consequences were reported.